Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 466 (mg/dl) and used an insulin syringe to treat bg level. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to change the infusion site and customer was referred to health care provider to discuss possible factors that may affect bg levels.